Event description:
Initial report: this non-serious spontaneous case report from australia was reported by a physician on (B)(6) 2010 - local reference (B)(4). This case involves a (B)(6) old pt (gender nos) who was treated with poly-l-lactic acid on (B)(6) 2010, for an unspecified indication. The pt experienced a couple of broken skin lines measuring 4cm and 6cm on (B)(6) 2010. (Unspecified body site). The physician indicated that she had followed all the dosing/administration info when administering sculptra. The batch and exp detail of the product is a9030 and feb-2011. The causality and outcome was not reported.